Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels (400s mg/dl) due to the customer's pancreas was "getting out of the honeymoon phase". The ketone level was initially moderate to large and then dropped to trace. Boluses were delivered via the pump and the healthcare provider changed the pump settings to address the bg/ketone level.